Event description:
Complainant alleged that while attempting to defibrillate a pt in cardiac arrest, the electrode pads caused the associated defibrillator to display a "poor pad contact" message and failure to discharge. The clinician checked the connection of the electrodes to the pt, and the connection of the cable at the pt and device end. The message cleared and the associated defibrillator discharged one delivery of energy to the pt with these electrodes. A second set of electrode pads were attached to the pt and the electrode pads caused the associated defibrillator to display a "poor pad contact" message and failure to discharge. The clinician checked the connection of the electrodes to the pt, and the connection of the cable at the pt and device end. A third set of electrode pads were placed onto the pt to continue treatment. Complainant indicated that the pt expired approx two days after the event, however it was not a result of the reported malfunction. Complainant indicated that the electrode pads used during the event were subsequently discarded and are therefore not available for evaluation.